Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -9.0/2.5/090 (sphere/cylinder/axis) was implanted into the patients left eye (os on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Weight-race: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).